Event description:
It was reported that during a novasure endometrial ablation the physician had difficulty getting the disposable device to seat correctly. A second device was used and the patient experienced a "vasovagal" reaction. The procedure was completed with the second device and no intervention was needed. The patient was discharged home on the same day. On (B)(4) 2012, it was reported that the physician said the patient is doing "fine". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).